Event description:
It was reported while using the therapy cool flex ablation catheter for 30 minutes during an atrial fibrillation ablation procedure, the luer extension tube broke at the catheter handle junction. A new catheter was used to finish the procedure. There were no consequences to the pt. Additional information was requested, but was not available.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, it there is any further relevant from that review, a supplemental medwatch will be filed.